Event description:
It was initially reported that the patient saw her physician on (B)(6) 2012 to get reprogrammed, as her implant had not helped her at all. She felt the vibrations were in the wrong spot and her physician wanted her to come in again for another reprogramming on (B)(6), 2012. She had never had therapeutic effect. It was reported that the patient was having difficulty with programming and every time she uses it, it gets more confusing. She had multiple min-strokes and what the manufacturer representative says did not always stick. The patient was currently on program 3, 2.9v, and stimulation was off. The patient turned stimulation on and it was really strong but she did not feel stimulation, she felt pain in the rectum. At program 4, 1.8v, stimulation was up too high and nowhere near the area that was leaking. At program 1, 1.95v, she felt stimulation but off to the left check, and it was a little better. At program 2, 2.2v, it was working but felt the vibration same place. Program 1 and 2 worked best, so the patient was going to leave it on program 2, as the stimulation sensation was fine if it continues to stimulate. It was recommended to leave program as is and increase/decrease stimulation as needed and to contact her physician. Subsequent information received reported that the patient was using up to 14 pads a day with no stimulation sensation for quite a while. The patient had not seen her physician since implant. The patient was on program 2, 2.2v and increased stimulation up to 3.6v, which was where she could feel stimulation, which was in the rectum toward the left 'cheek.' When she sits, she felt like there was a 'wire' in the vaginal area. At program 3, 2.8v, increased to 2.8 and she felt 'pain in the rectum,' but no stimulation sensation. At program 4, 1.8v, she increased to 3.0v but it started to fade when she got over 2.9v; she had mild stimulation at 2.8v in the rectum area. Program 1, 1.95v, increased to 3.1v but stimulation was weak. The patient left it at 3.5v and was going to try these settings for 3-5 days. The patient noted that her trail was the only thing that worked and it had worked 'beautifully.' It was also reported that the patient suffered from pia and memory loss and needed things written down. She felt pain as though the lead was digging into her at all times. The patient was going to turn off the device for the weekend to see if the pain persists. If so, the patent was directed to contact her physician. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-33, lot# v847586, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).